Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast surgery with two 350cc mentor memorygel breast implant prostheses experienced postoperative bilateral breast cancer, left-sided granuloma and rupture, and suffered unspecified symptoms. The root cause of the patient¿s symptoms is unclear. The patient¿s husband stated that she experienced breast cancer in 2018 that resulted in two lumpectomies. The patient underwent removal without replacement on (B)(6) 2019. The pathology report indicates the left-sided granuloma and no evidence of further malignancy post-explantation. At this time of report, no further information was provided regarding the cancer diagnosis. This report is for the left prosthesis.